Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was non-compliant during the implant procedure resulting in a prolonged procedure time. The helix of the low-voltage lead became "clogged in the cavity" and the lead could not be implanted. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue was not with the helix but instead that the lumen of the lead became "clogged" thereby preventing a guide wire being inserted.

Manufacturer narrative:
It was determined that device analysis was not necessary. If information is provided in the future, a supplemental report will be issued.